Manufacturer narrative:
Although requested, there is no available info regarding the eval and repair of this device. (B)(6).

Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 plus ventilator, filter cover gasket detached, and that it was difficult to change the filter. Although the ventilator continued cycling, the pt was transferred to another unit. There was no reported pt injury.